Event description:
The manufacturer received information alleging a device shut down and then rebooted. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be duplicated. They did confirm an error of e12 in the drpt so the mail board was replaced to resolve. A life related smell was confirmed, so the following parts were replaced: blower and inlet form kit. The unit was overall checked, cleaned and functionally tested. The software was updated to 3.6.2.